Event description:
The customer's spouse reported that the pt was hosptialized for low bgs twice. It was indicated that the customer passed out and the paramedics were called both times. In addition, the doctor feels the event is pump related. The customer declined to troubleshoot the pump. A replacement pump was requested.